Event description:
Reporter alleged obtaining back to back blood glucose results of 259 mg/dl, 142 mg/dl, 130 mg/dl,138 mg/dl, and 121 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.